Event description:
It was reported that the pt had their pump refilled last week and ever since then the pt had swelling around the pump on the right side. The pt had been running a fever and has had seizures. The pt saw his hcp and was prescribed antibiotics. It was believed that there may be an infection. The pump contained baclofen. It was later reported that the pt experienced increased seizures and spasticity with increasing redness at the pump site. The pump was explanted and replaced on (B)(6) 2010. This reporter noted, the pump contained lioresal and compounded baclofen with concentration of 4000 mcg/ml and a dose of 800 mcg/day. The pt recovered without sequela. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).